Event description:
The patient reported that during a call service alarm that occurred 10 minutes prior to changing out the cartridge, she noticed that insulin had leaked out of the cartridge and was in the cartridge compartment. The patient stated that the cartridge compartment remained wet, but that she primed the pump again and continued to use it. It was noted that the cartridge's bottom o-ring inside the reservoir was not even all the way around the cartridge and that there was liquid found between the two o-rings. She denied damage to the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2012-device evaluation: a cartridge from lot # b201705 has been returned and evaluated by product analysis on 02/21/2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and a fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The pump was also returned for investigation. No pump defects were found during testing.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.